Event description:
Patient was revised due to poly wear. Upon exposure, it was evident that the femoral component was loose and osteolytic lesion was found.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although root cause cannot be confirmed, it would not be unreasonable to expect some wear after 10 years of implantation and the reported osteolytic lesion reported to be found behind the femur was likely a contribtuing factor. The need for corrective action is not indicated.